Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes was found leaking as "the tube is popping off." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated along with retain samples and the customer's indicated failure mode for tube push off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was observed. Based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that during use a bd vacutainer pst gel and lithium heparinn (lh) 83 units blood collection tubes was found leaking as "the tube is popping off." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.